Event description:
Customer reported the monitor went blank during a case, and saved images were missing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the connectors on the isolation transformer, reformatted the hard drive, and reloaded system software and calibration files. System operates as intended.